Event description:
The customer reported that during a procedure to remove the head of the pancreas, the jaws of the device would not reopen while applied to tissue. It is unk how the device was removed from the pt tissue. There was no tissue damage or unanticipated bleeding, and no harm to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.